Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/14/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. The transmitter successfully paired with a test pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cgm alarm (cs 215) was emitted when the transmitter was in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.